Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Event description:
It was reported by a hemodialysis (hd) clinic biomed technician that an internal blood leak was observed in the dialyzer during hemodialysis treatment. Blood was reportedly not returned to the patient. Blood loss was reportedly 300ml. There was no medical intervention. Patient reportedly completed treatment on another hemodialysis machine. There was no blood leak alarm reported.